Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refq1860 showed twelve other similar product complaint(s) from this lot number.

Event description:
It was reported that staff nurse primed this huber plus with 5ml heparinized saline from main hub and it was in good condition. She inserted huber needle to chemoport with 10ml heparinized saline syringe connected to main hub, to check blood return and to flush. She realized there was a leakage at the y connector while flushing. She aspirated air and no blood return from main hub. She removed huber needles. Cancer patient is fine.

Event description:
It was reported that staff nurse primed this huber plus with 5ml heparinized saline from main hub and it was in good condition. She inserted huber needle to chemoport with 10ml heparinized saline syringe connected to main hub, to check blood return and to flush. She realized there was a leakage at the y connector while flushing. She aspirated air and no blood return from main hub. She removed huber needles. Cancer patient is fine.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and applicable manufacturing records. Based on a review of this information, the following was concluded: the complaint of a leak in the y-site was confirmed; however, the exact mechanism could not be determined. One 20g huber plus infusion set was returned for investigation. A microscopic examination of the y-site revealed that the valve housing was out of round. A luer taper gage could not be inserted into the y-site due to the deformation of the valve housing. A functional test revealed fluid leaking from the y-site valve. A review of the manufacturing records showed that the lot met all release criteria. The huber plus infusion sets are 100% leak tested during the manufacturing process. It appears that the y-site valve housing was deformed after the manufacturing process and testing. It is possible that the product was exposed to excessive heat outside bd control; however, it could not be determined where or how the product was damaged. H3 other text : evaluation findings are in section h.11.